Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A time-keeping accuracy test was performed, and the pump kept time accurately during investigation. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that at 6am that morning, she had elevated blood glucose (bg) of 468mg/dl with irritability and that the time and date had been resetting at random over the past month. The patient reportedly treated her bg with a bolus from the pump, and the patient¿s bg 30 minutes prior to contacting animas was reportedly 466mg/dl. Customer technical support reviewed the pump with the patient and found that basal settings were correct and all boluses had delivered as programmed. The patient stated that she had corrected the time and date prior to calling animas, but there was a bolus in the bolus history recorded on the incorrect date related to the time and date resetting. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the time and date settings on the pump reset at random.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.